Event description:
Pt was dialyzed in 2003 using an a-22 dialyzer (lot number not documented by the center). Pt experienced hot flashes during the beginning of the dialysis treatment; normal saline was administered. (Reportedly, pt has had a similar experience with another MFR's dialyzer.) Treatment was continued without further incident. 3 days later pt went to the dialysis unit to be examined by the physician. Symptoms reported were "subconjunctival hemorrhage, intense myalgia and mild leukocytosis without hyperthermia." The pt was not hospitalized and was treated with ciprofloxacin (route unk), ophthalmologic gentalyn, ophthalmologic decadron, and dexamethasone (route unknown), (doses and frequency are all unknown). Pt has reportedly recovered.